Event description:
(B)(4). Initial info received from a consumer on 09-may-2008: a (B)(6) female received her first session of therapy with poly-l-lactic acid (sculptra) (lot # and expiration date unk) on (B)(6) 2007 "for a lift." She reported that she received four injections to each side of her face below the cheek bone. The consumer stated that small, but noticeable lumps appeared on her cheeks the same day. When she went back 3-4 weeks later, the physician squeezed the lumps and said that they would go away. At that time, she received another four injections to each side of her face below the cheek bone. As of today, some of the lumps went down and some remain. The consumer also stated that she received injections of calcium hydroxylapatite microspheres (radiesse dermal filler) "for discoloration," date and injection sites not provided. Medical history includes asthma and menopause. Concomitant medication includes bupropion hcl (wellbutrin), fluticasone propionate + salmeterol (advair), and estradiol transdermal (climara patch). The consumer declined permission to have her physician contacted and treatment with poly-l-lactic acid does not continue. Outcome of event is ongoing. Consumer reports no treatment measures for the event. No further medical info reported. Additional info for poly-l-lactic acid injectable (sculptra) from (B)(4): batch record review was without hint to root cause. The review of the device history reports (dhrs) and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.

Manufacturer narrative:
Additional info: explant date: (B)(6) 2007.